Event description:
It was reported that distal tip detachment occurred. The 80% stenosed target lesion was located in a severely tortuous and severely calcified dorsalis pedis artery. A 300cm straight tip v-14 controlwire guidewire was selected to cross the lesion located at the dorsalis pedis. Upon withdrawal of the wire at the end of the procedure, the physician realized that the distal floppy part of the wire was broken. After measurement of the remaining floppy tip length, they concluded that a 3 cm distal tip of the device was retained in the patient's body. No intervention was made to retrieved the retained device. The procedure was completed with this device. No patient complications were reported due to un-retrieved guidewire part and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned with its original pouch. The unit returned has attached some kind of scissors and the wire has kinked and the distal tip kinked, as part of overall visual revision. The visual inspection was performed and the device returned kinked along the body and the distal tip detached. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following result: the sample presented bending fatigue as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The 80% stenosed target lesion was located in a severely tortuous and severely calcified dorsalis pedis artery. A 300cm straight tip v-14 controlwire guidewire was selected to cross the lesion located at the dorsalis pedis. Upon withdrawal of the wire at the end of the procedure, the physician realized that the distal floppy part of the wire was broken. After measurement of the remaining floppy tip length, they concluded that a 3 cm distal tip of the device was retained in the patient's body. No intervention was made to retrieved the retained device. The procedure was completed with this device. No patient complications were reported due to un-retrieved guidewire part and the patient's status is stable.

Manufacturer narrative:
(B)(4).